Event description:
Spontaneous call from patient stating that crono 5 pump sn (B)(4) has a malfunctioning display that is turning off and "falling into the back of the pump." Unknown if md aware. Pump is being replaced. No other information known. Did the patient miss a dose or experience an adverse event as a result of the defective product? Unknown. Defective product lot number and expiration date: unknown. Does the pt have the defective product on hand for possible return to the manufacturer? Yes. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.